Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer obtained a scan result of 187 mg/dl before bed and subsequently experienced a loss of consciousness sometime after. In the morning of (B)(6) 2019, customer was taken to a hospital where a reading of 8 mg/dl was obtained and the customer was treated with glucose injection by hcp. Customer could not recall any further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. Extended investigation was also performed on the returned product which determined there no signs of damage or misuse. The linearity test performed which passed, indicated the electronics of the puck are functioning properly. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer obtained a scan result of 187 mg/dl before bed and subsequently experienced a loss of consciousness sometime after. In the morning of (B)(6) 2019, customer was taken to a hospital where a reading of 8 mg/dl was obtained and the customer was treated with glucose injection by hcp. Customer could not recall any further details. There was no report of death or permanent impairment associated with this event.